Event description:
It was reported that prior to starting a da vinci surgical procedure, the wire on the pk dissecting forceps instrument was observed to be separated and sticking out. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire was detached from its connection at the grip. The instrument showed to signs of arcing and the instrument failed electrical continuity testing. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.